Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 901330,940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation testing" and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from march 2012 to august 2012 and loestrin. Concurrent conditions included multigravida and parity 2 ((B)(6) 998, (B)(6) 2005, (B)(6) 2007) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results: pelvic ultrasound: the uterus measures 5.99 x 5.54 x 5.64 cm. Essures visualized. Pregnancy test was negative. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet ¿ all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events device dislocation, pregnancy with contraceptive device, abortion spontaneous, device ineffective, vaginal hemorrhage, menorrhagia, device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and pelvic pain ("pelvic pain/ pain") in a 34-year-old female patient who had essure (batch no. 901330) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation testing". The patient's medical history included multigravida. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2012 to (B)(6) 2012 and loestrin. Concurrent conditions included multigravida and parity 2 (B)(6) 1998, (B)(6) 2005, (B)(6) 2007) since (B)(6) 2012. Concomitant products included biotin, ethinylestradiol;norethisterone acetate (loestrin), megestrol acetate and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced abdominal pain ("right side abdominal pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroid uterus"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and back pain ("lower back pain"). The patient was treated with surgery (B)(6) 2018, supracervicalhysterectomy (uterus only), bilateral salpingectomy and dilatation and curettage/ cryoablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, depression, anxiety and uterine leiomyoma outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results: pelvic ultrasound: the uterus measures 5.99 x 5.54 x 5.64 cm. Essures visualized. Pregnancy test was negative. Batch number: 901330 exp date: sep-2014 man date: sep-2011 batch number: 940972 exp date: jan-2015 man date: jan-2012 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: plaintiff fact sheet received : events added- depression, mental anguish, fibroid uterus, back pain. Events severity added. Outcome of the event pain (pelvic, abdominal and back) and abnormal bleeding (vaginal and menorrhagia) updated. Medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('miscarriage'), abortion spontaneous ('miscarriage') and pelvic pain ('pelvic pain/ pain') in a 34-year-old female patient who had essure (batch no. 901330) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation testing". The patient's medical history included parity 2 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2007) from (B)(6) 2012 to (B)(6) 2012, multigravida and vaginal discharge. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2012 to (B)(6) 2012 and loestrin. Concurrent conditions included irregular periods, dysfunctional uterine bleeding, nabothian cyst, leiomyoma nos, adenomyosis, paratubal cyst and vaginal pain. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2012 for depression and anguish as well as biotin, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, megestrol acetate and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced abdominal pain ("right side abdominal pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroid uterus"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2018, supracervicalhysterectomy (uterus only), bilateral salpingectomy and dilatation and curettage/ cryoablation/ uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, depression, anxiety and uterine leiomyoma outcome was unknown, the menorrhagia, pelvic pain and vaginal haemorrhage had resolved and the abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were applied and 3-5 coils were seen inside the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. Left fallopian tube, bilateral salpingectomy: fallopian tube with fimbriated end showing a paratubal cyst. 2. Uterus and cervix, microscopic total hysterectomy: weak proliferative phase endometrium. Adenomyosis. Small leiomyomata, intramural. Cervix with nabothian cysts. Ultrasound pelvis - on (B)(6) 2012: essure bilaterally seen. Ovarian cyst.; on (B)(6) 2018: the endometrium measures 17.0 mm, and is hyperechoic.; on (B)(6) 2018: the cervix has a nabothian cyst seen. The right ovary measures 3.51 x 2.07 x 2.11 cm and has follicular cysts. Diagnostic results: pelvic ultrasound: the uterus measures 5.99 x 5.54 x 5.64 cm. Essures visualized. Pregnancy test was negative. Batch number: 901330 exp date: sep-2014 man date: sep-2011. Batch number: 940972 exp date: jan-2015 man date: jan-2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, heavy bleeding, leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Concomitant drug were added. Outcome of the event "pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" was updated to recovered / resolved from recovering / resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and heavy menstrual bleeding ('menorrhagia/ abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 901330,940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation testing". The patient's medical history included parity 2 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2007) from (B)(6)2012 to (B)(6) 2012, multigravida and vaginal discharge. Pelvic ultrasound: the uterus measures 5.99 x 5.54 x 5.64 cm. Essures visualized. Pregnancy test was negative. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2012 to (B)(6) 2012 and loestrin. Concurrent conditions included irregular periods, dysfunctional uterine bleeding, nabothian cyst, leiomyoma nos, adenomyosis, paratubal cyst, vaginal pain, amenorrhea, menstruation delayed and penicillin allergy. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2012 for depression and anguish as well as biotin, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, megestrol acetate and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced abdominal pain ("right side abdominal pain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("miscarriage") and experienced abortion spontaneous ("miscarriage"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroid uterus"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish") and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2018, supracervical hysterectomy (uterus only), bilateral salpingectomy and dilatation and curettage/ cryoablation/ uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, depression, anxiety and uterine leiomyoma outcome was unknown, the heavy menstrual bleeding, pelvic pain and vaginal haemorrhage had resolved and the abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device dislocation, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were applied and 3-5 coils were seen inside the endometrium plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. Left fallopian tube, bilateral salpingectomy: fallopian tube with fimbriated end showing a paratubal cyst. 2. Uterus and cervix, microscopic total hysterectomy: weak proliferative phase endometrium. Adenomyosis. Small leiomyomata, intramural. Cervix with nabothian cysts.. Ultrasound pelvis - on (B)(6) 2012: essure bilaterally seen. Ovarian cyst.; on (B)(6) 2018: the endometrium measures 17.0 mm, and is hyperechoic. The uterus is visualized with multiple myomas.; on (B)(6) 2018: the cervix has a nabothian cyst seen. The right ovary measures 3.51 x 2.07 x 2.11 cm and has follicular cysts. Batch number: 901330 exp date: sep-2014 man date: sep-2011. Batch number: 940972 exp date: jan-2015 man date: jan-2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, heavy bleeding, leiomyoma. Lot number:901330 manufacture date: 2011-09 expiration date:2014-09. Lot number:940972 manufacture date: 2012-01 expiration date:2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2021: summon received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 901330,940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation testing". The patient's medical history included parity 2 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2007) from (B)(6) 2012 to (B)(6) 2012, multigravida and vaginal discharge. Pelvic ultrasound: the uterus measures 5.99 x 5.54 x 5.64 cm. Essures visualized. Pregnancy test was negative. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2012 to (B)(6) 2012 and loestrin. Concurrent conditions included irregular periods, dysfunctional uterine bleeding, nabothian cyst, leiomyoma nos, adenomyosis, paratubal cyst and vaginal pain. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2012 for depression and anguish as well as biotin, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, megestrol acetate and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced abdominal pain ("right side abdominal pain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("miscarriage") and experienced abortion spontaneous ("miscarriage"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroid uterus"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish") and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2018, supracervicalhysterectomy (uterus only), bilateral salpingectomy and dilatation and curettage/ cryoablation/ uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, depression, anxiety and uterine leiomyoma outcome was unknown, the menorrhagia, pelvic pain and vaginal haemorrhage had resolved and the abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were applied and 3-5 coils were seen inside the endometrium plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. Left fallopian tube, bilateral salpingectomy: fallopian tube with fimbriated end showing a paratubal cyst. 2. Uterus and cervix, microscopic total hysterectomy: weak proliferative phase endometrium. Adenomyosis. Small leiomyomata, intramural. Cervix with nabothian cysts.. Ultrasound pelvis - on (B)(6) 2012: essure bilaterally seen. Ovarian cyst.; on (B)(6) 2018: the endometrium measures 17.0 mm, and is hyperechoic.; on (B)(6) 2018: the cervix has a nabothian cyst seen. The right ovary measures 3.51 x 2.07 x 2.11 cm and has follicular cysts. Batch number: 901330 exp date: sep-2014 man date: sep-2011. Batch number: 940972 exp date: jan-2015 man date: jan-2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, heavy bleeding, leiomyoma. Lot number:901330 manufacture date: 2011-09 expiration date:2014-09. Lot number:940972 manufacture date: 2012-01 expiration date:2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 901330/ 940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation testing" and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2012 to (B)(6) 2012 and loestrin. Concurrent conditions included multigravida and parity 2 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2007) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results: pelvic ultrasound: the uterus measures 5.99 x 5.54 x 5.64 cm. Essures visualized. Pregnancy test was negative . Batch number: 901330 exp date: sep-2014 man date: sep-2011. Batch number: 940972 exp date: jan-2015 man date: jan-2012. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and pelvic pain ("pelvic pain/ pain") in a 34-year-old female patient who had essure (batch no. 901330) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation testing" and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from (B)(6)2012 to (B)(6)2012 and loestrin. Concurrent conditions included multigravida and parity 2 (B)(6)1998, (B)(6)2005, (B)(6)2007) since (B)(6)2012. Concomitant products included paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain ("right side abdominal pain"), 27 days after insertion of essure. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (B)(6)2018, supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results: pelvic ultrasound: the uterus measures 5.99 x 5.54 x 5.64 cm. Essures visualized. Pregnancy test was negative. Batch number: 901330, exp date: sep-2014, man date: sep-2011. Batch number: 940972, exp date: jan-2015, man date: jan-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2019: pfs received event " right side abdominal pain" was added. Surgery information was added. Outcome of event " right side abdominal pain, abnormal bleeding (vaginal, menorrhagia) were updated as not recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 901330, 940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation testing". The patient's medical history included parity 2 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2007) from (B)(6) 2012 to (B)(6) 2012, multigravida and vaginal discharge. Pelvic ultrasound: the uterus measures 5.99 x 5.54 x 5.64 cm. Essures visualized. Pregnancy test was negative. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2012 to (B)(6) 2012 and loestrin. Concurrent conditions included irregular periods, dysfunctional uterine bleeding, nabothian cyst, leiomyoma nos, adenomyosis, paratubal cyst and vaginal pain. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2012 for depression and anguish as well as biotin, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, megestrol acetate and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced abdominal pain ("right side abdominal pain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("miscarriage") and experienced abortion spontaneous ("miscarriage"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroid uterus"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish") and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2018, supracervicalhysterectomy (uterus only), bilateral salpingectomy and dilatation and curettage/ cryoablation/ uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, depression, anxiety and uterine leiomyoma outcome was unknown, the menorrhagia, pelvic pain and vaginal haemorrhage had resolved and the abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were applied and 3-5 coils were seen inside the endometrium plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: 1. Left fallopian tube, bilateral salpingectomy: fallopian tube with fimbriated end showing a paratubal cyst. 2. Uterus and cervix, microscopic total hysterectomy: weak proliferative phase endometrium. Adenomyosis. Small leiomyomata, intramural. Cervix with nabothian cysts. Ultrasound pelvis - on (B)(6) 2012: essure bilaterally seen. Ovarian cyst.; on (B)(6) 2018: the endometrium measures 17.0 mm, and is hyperechoic.; on (B)(6) 2018: the cervix has a nabothian cyst seen. The right ovary measures 3.51 x 2.07 x 2.11 cm and has follicular cysts. Batch number: 901330 exp date: sep-2014, man date: sep-2011. Batch number: 940972, exp date: jan-2015, man date: jan-2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, heavy bleeding, leiomyoma. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information, lot number added. Events pregnancy with contraceptive device and pelvic pain seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.